Event description:
On 9/29/2023, infutronix received a report that a pump had an upstream/downstream occlusion issue.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device was returned. During investigation, although the event log pulled confirms the reported issue, the pump also powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without could cause a delay in treatment.